Event description:
Olympus received a medwatch report uf/import #(B)(4) that stated: "during a routine bronchoscopy in the intensive care unit (ICU), a foreign body was seen in the airway and retrieved. It was identified as a piece of the bending rubber from the tip of the bronchoscope used for the procedure. The specimen was saved and the bronchoscope was cleaned and sequestered pending investigation. No adverse outcomes for the pt were noted."

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info. Per the user facility, during a diagnostic bronchoscopy, a piece of scope's distal end rubber fell into the pt's airway. It was retrieved and there was no injury to the pt. The pt did not experience any adverse outcomes. No further info was available. The device was returned to olympus for eval. The eval found a small piece of the bending section glue missing off the distal end cover. In addition, there was a crack on the light guide lens, and dents on the bending section and insertion tube. No foreign objects or materials was found inside the channel wall. This phenomenon was attributed to physical damage. The device was refurbished. This report is being submitted as a medical device report in an excess of caution.